Event description:
The pt's family member called lifescan and alleged that the pt's meter was missing segments. Medical affairs spoke to the pt and obtained/verified the following information. The pt was unable to state how long the meter was missing segments. Pt reported that there was a "milky streak" going down the center of the display. The pt went to the lab for a previously scheduled lap appointment and pt was told that their blood glucose level was great. Pt was not told the exact result. Pt did not have any symptoms during the time that pt was unable to test. The pt neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the pt, there is an indication that the product malfunctioned. The issue was not resolved with troubleshooting. A replacement meter is being sent to the pt.